Event description:
It was reported that the customer's insulin pump had moisture damage. The customer went into the pool while wearing her insulin pump. The customer's blood glucose level at the time of the event is unknown. The customer reverted to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
During a visual inspection, it was noted that the unit had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and that the case was cracked near the display window corners. There was no button response due to moisture damage on the keypad traces. Moisture damage was noted on the lcd board.